Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have blade damage at the base of the blade. As a result, instrument failed the energy recognition test. Additional observation related to customer complaint: the instrument was placed to an in house generator and failed the energy recognition test, an error appeared "replace instrument. The damaged blade caused the energy recognition failure. Additional unrelated observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad was torn in the middle, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted radical surgical procedure, the harmonic ace instrument was unrecognized. The procedure was completed with no patient harm.